Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 01/03/2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten from continuous use. The black box showed no evidence of a battery life issue. No moisture/corrosion was found in the battery compartment. No damage was found to the battery compartment or the returned battery cap. The returned battery cap was able to fully tighten to the pump and power it on. The rewind, load, and prime steps were performed successfully. The pump current draws were measured within specification. The pump cover was removed to find no evidence of moisture or loose components inside the pump. The battery life complaint was unable to be duplicated due to the data from the date of the pump being overwritten.